Event description:
It was reported that the patient had the device explanted due to ineffective therapy. The patient required further spinal surgery and the device was not replaced. There were no injuries. It was noted the patient recovered with sequela.

Manufacturer narrative:
Lead model 3888-56, lot #: v043190, implanted: (B)(6) 2007, explanted: (B)(6) 2011. Lead model 3888-56, lot #: v028045,, implanted: (B)(6) 2007, explanted: (B)(6) 2011. Lead model 3778-60, serial #: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2011. Extension model 3708220, serial #: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2011. Programmer model 37742, serial #: (B)(4). Titan anchor (3) lot #: unk. Implanted: unk, explanted: (B)(4) 2011. Final device analysis for neurostimulator (B)(4) revealed no anomalies. Final device analysis for extension (B)(4) revealed no anomalies. Final device analysis for lead (B)(4) revealed that the #5 conductor was broken at the proximal edge of the #5 conductor sleeve. Final device analysis for lead (B)(4) revealed no significant anomalies. Final device analysis for lead (B)(4) revealed no significant anomalies. Final device analysis for all three titan anchor's (lot unknown) revealed no anomalies.